Manufacturer narrative:
The reported event of ineffective therapy due to high impedances was not confirmed. As received, microscopic inspection of the lead extension showed no anomalies and the lead extension passed all functional testing. The cause of the reported event could not be ascertained.

Manufacturer narrative:
Date of even it estimated. The allegation is against 1 of 2 extensions; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch:5924027.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on one extension. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced. The investigation was unable to determine the extension that associated with the issue.